Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was force sensor bridge test error in history was in the event history log (ehl). During analysis, the reported issue was unable to be duplicated. The force was in factory spec. Unable to determine the intermittent of the error. Replaced force sensor and plunger cable as a preventative measure was performed by service.

Event description:
It was reported that a system failure force sensor bridge test was experienced.

Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the event was unknown if while in use with a patient; however, there was no patient injury. Device evaluation: one device was returned for analysis. The device was received damaged. Visual inspection showed the top case was chipped at the front corners. As a result of checking the log, it confirmed a force sensor bridge test error. Based on evidence and investigation, the complaint allegation was unable to be duplicated and determined. As a preventative measure, the force sensor and plunger cable were replaced.